Event description:
It was reported that during an unknown procedure there was a problem with the device. The max button didn't work. No patient involvement.

Manufacturer narrative:
(B)(4). Date sent: 6/1/2026. D4 batch #: a98k28. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with no apparent damage. The device was connected to a test handpiece on the energy system. During functional testing, it was noted that the min / max hand activation button was nonfunctional. However, the device did activate when tested with the footswitch. The device was disassembled to verify the condition of the internal components. Corrosion was found at the min / max hand activation dome. Due to the moisture discovered on the instrument which is evidence of possible reuse, we are unable to determine how this condition impacted the performance of the device and therefore cannot conclude a root cause. Our manufacturing, sterilization, packaging, and shipment processes do not introduce corrosion/moisture to the device. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot/batch number a98k28, and no non-conformances were identified.